Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample (if available), patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an incomplete seal is confirmed and was determined to be manufacturing related. One 4 fr single lumen powerpicc solo catheter kit tray was returned for evaluation. An initial visual observation showed the kit tray was returned open and little to no seal transfer material was observed on the flanges of the kit tray. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that when opening package during catheter placement, the product was found sealed incompletely. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regn0516 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening package during catheter placement, the product was found sealed incompletely. No other information was provided.